Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call broken needle. Customer's blood glucose level was unknown. Customer advised they had two sensors and the needle on the second sensor broke. Customer was advised a new sensor would be sent out. Sensor will not be returned for analysis.